Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail.

Manufacturer narrative:
Updated b.5 and h.6 image review: two images of the event were provided. There was not computed tomography (CT) images or executive summary provided for anatomical considerations. It was reported that after multiple recaptures and a wire exchange the valve was deployed to 80% and app eared to be in a good location positioned at 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). Due to the inability to consistently pace on the guidewire, temporary transvenous pacing (ttvp) was inserted and the patient was paced at 200 ms. During final release, the valve descended into the left ventricular outflow tract (lvot) with a final placement of 10 mm on the ncc and 12 mm on the lcc . Evidence shows the valve positioned at multiple depths at 80% and final release. Per medtronic best practices, ncc depth can only be assessed in the cusp overlap projection. Due to the images being in an lao projection, the accurate depth on the ncc cannot be confirmed. As stated in the instructions for use (IFU): potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx plus valve, product ID: evfxplus-29, serial: (B)(6), use by date: 2027-03-15, UDI: (B)(4). Continuation of d10: product ID l-evolutfx-2329 (lot: 0012697483); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve, no pre-implant balloon dilation was performed. Prior to crossing the aortic annulus and placing the working guidewire in the left ventricle (lv), the loaded delivery catheter system (dcs) was advanced through the right iliofemoral area and up the abdominal aorta to determine whether advancement was possible or if intravascular lithotripsy (ivl) (shockwave) therapy would be required. After successful advancement, the dcs was withdrawn from the patient and flushed. The aortic annulus was crossed, and the working guidewire was placed in the lv. The dcs was inserted into the right femoral artery (rfa) using the inline sheath over a non-medtronic (lunderquist) guidewire. The first position at 80% deployment was too shallow on the left coronary cusp (lcc), and the valve dislodged into the ascending aorta. The position on the second deployment to 80% was too deep on the non-coronary cusp (ncc) (6 mm), and the valve moved deeper into the left ventricular outflow tract (lvot). The patient became hypotensive with new atrial fibrillation (af). The valve was fully recaptured and the guidewire exchanged for a non-medtronic (safari xs) guidewire. The third deployment to 80% appeared to be in a good location positioned at 3 mm on the ncc and 5 mm on the lcc. Due to the inability to consistently pace on the guidewire, temporary transvenous pacing (ttvp) was inserted and the patient was paced at 200 ms. During final release, the valve descended into the lvot with a final placement of 10 mm on the ncc and 12 mm on the lcc. There was no regurgitation or mean gradient. An af cardioversion was performed successfully and the patient returned to sinus rhythm. Access was closed with one non-medtronic (perclose) closure device. Due to final depth being deeper than anticipated, the ttvp remained in place for transfer to the coronary care unit (cardiac care unit). The patient was hemodynamically stable after full valve deployment. The physicians reported a successful case outcome and a contributing factor to the event was a low calcium burden.